Manufacturer narrative:
Customer service was unable to troubleshoot the device with the customer and requested the device be returned for further evaluation. Upon return, the device underwent bench testing. It was determined that the AED was not functional and would not have delivered therapy if needed. Further investigation identified the root cause as an internal breakdown of the u12 ic chip. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported their AED was flashing red and would not provide and audio prompt. They reported this did not occur during patient use.